Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this device may have depleted prematurely. The device was explanted and replaced. To date, there have been no additional adverse patient effects reported.